Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the biometric identifier was slow/delay during login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no visible errors in the station logs, but the biometric identifier driver may have been outdated or malfunctioning. A technical support specialist updated the biometric identifier driver and rebooted the station to resolve. The system functioned as intended after the technical support specialist troubleshot the device.